Manufacturer narrative:
The tech found the siderail center arm assembly was damaged (possible abuse). The tech replaced the center arm assembly to repair the bed.

Event description:
Info received indicates the siderail will not lock into place.